Manufacturer narrative:
Findings: button error alarm and no button response due to corroded keypad traces. Pump received with cracked display window corners, battery tube threads, reservoir tube lip, minor scratched display window. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 193 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.